Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure (bilateral) she never got reading distance vision back and she cannot see at night. There are two medical device reports for this patient. This report is for the left eye. At the consumer's request, the surgeon was not contacted.